Event description:
Ous MDR - this rv lead's shock portion had dislodged causing double count on the rv lead. This lead had migrated into the atrium. The lead was reprogrammed and a system revision was done.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.